Event description:
We received information that this right atrial (ra) lead was surgically abandoned due to oversensing, pacing inhibition, and asystole lasting less than 2 seconds. No additional adverse patient effects were reported.